Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 day. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported patient experienced intra-operative major bleeding which caused delayed chest closure. Additional information reported the patient had a re-do sternotomy after aortic valve and ascending aortic valve replacement. His intraoperative course was complicated by hemorrhage. He required packing of mediastinum and multiple transfusions in the operating room (or) for coagulopathy. For the following 12 hours in the intensive care unit , he required two units of packed red blood cells (prbc) to be transfused. The bleeding stopped and hemodynamics stabilized. Patient was awake and mentating while intubated and maintained adequate flows on his device. The patient returned to the operating room on (B)(6) 2018 for washout, removal of sternal packing and sternal closure. During additional surgery no obvious gross hemorrhage was reported. Per clinician, the additional surgery was considered to be surgery-related and not device or device therapy related. The patient tolerated procedure well without complication. The operation resolved the bleeding and no further treatment was rendered. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, could not conclusively be established through this evaluation. The patient remained ongoing at the time of the event. No product is available for investigation. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associate with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction. Section b5: additional information.

Event description:
Additional information was provided that the cause of the bleeding was due to a lung injury during hm3 implantation on (B)(6) 2018.